Event description:
It was reported that lead fracture was noted via x-ray. Long pauses and oversensing were observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.